Event description:
It was reported that the screwdriver tip broke during screw tightening. All fragments were retrieved and the procedure was successfully completed with a new driver. There were no adverse consequences to the patient.

Event description:
It was reported that the screwdriver tip broke during screw tightening. All fragments were retrieved and the procedure was successfully completed with a new driver. There were no adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, labelling review, risk assessment result: the reported event of the flexible screwdriver fracture was confirmed via visual inspection. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The device was determined to be approximately 5 years old. Surgical technique guide warns users that extensive use of the instrument leaves it more susceptible to fracture. Instruments must be examined prior to surgery for wear or damage. In this case it was reported that the instrument was not inspected prior to a surgery. Conclusion: the plausible root cause of the reported event was determined conclusively to be normal wear and tear due to the age of the instrument and indications of excessive use.